Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 206 mg/dl. Customer stated that the trouble with the act button on the insulin pump. The device will be returned for analysis.